Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin pump had overheating on the back where the belt clip was going. Customer¿s blood glucose level was unknown. Customer troubleshoot was performed. Customer was advised to monitor the insulin pump and call back if issue continues. The insulin pump will not be returned for analysis.